Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the insulin pump screen. The customer¿s blood glucose was 186 mg/dl. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify critical pump error alarm due to constant pump error 38 alarm noted.